Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a false button alarm. Reportedly, the button was not held down at the time of the alarm; customer was unsure what triggered the alarm. Tandem technical support educated the customer on the meaning of the button alarm and instructed the customer to inspect the wake button to ensure the button was not stuck. The customer confirmed the wake button was fully functional and the button alarm has not recurred. The customer's blood glucose level was not impacted.